Event description:
On (B)(6) 2013, the lay user/patient¿s caregiver (reporter) contacted lifescan (lfs) alleging that the patient¿s onetouch ultralink meter was reading inaccurately high when compared to her normal result(s)/ feelings. The following complaint was classified based on information obtained from the customer service representative (csr). On (B)(6) 2013, (at 11pm), the patient reportedly obtained a blood glucose reading of ¿507mg/dl¿ with the subject meter. The patient manages her diabetes with insulin pump therapy. According to the csr¿s documentation, in response to the reported result, the patient reportedly administered insulin (dosage unknown) at the same time afterwards and subsequently an hour later, the patient allegedly exhibited symptoms of low blood glucose (specifying bowel movement and passed out). At the onset of her symptoms, the patient was reportedly administered a glucagon injection by a non-health care professional and the emergency medical services (ems) was contacted. The patient reportedly obtained a blood glucose reading of ¿92mg/dl¿ with the ems¿s meter at 1am. At the time of troubleshooting, the csr verified that the subject meter was set to the correct unit of measurement. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (09/17/2013).the patient¿s meter has been returned and evaluated by lifescan product analysis on 9/4/2013 and 9/6/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. The retain test strips also passed all testing. A DHR (device history record) was completed on 07/26/2013 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up #2 - additional information - (09/17/2013).this supplemental is being sent to add information regarding follow-up #1.